Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the tip indicated it was clipped. Visual inspection of the fiber body did not exhibit any breaks. Fiber connector exhibited black spots on the face, confirming the reported allegation. In addition, the light exiting the connector face was distorted, which indicates a connector fracture. As per the product analysis, procedural conditions and handling of the device may have contributed to the fiber connector damage. The fiber was connected to the console, and the aiming beam was bright and distorted. CAPA-00007292 is currently in the solution phase, through the investigation, root causes were determined: the IFU language for reusable fibers does not align with validation reports/ manufacturing instruction and contributing to this was lack of training to the customer on reprocessing and handling of the fiber. Based on analysis results and information available, a conclusion code of cause traced to labeling was assigned to this investigation.

Event description:
It was reported that during inspection, black dots were identified on the fiber tip. The fiber had been used less than 10 times. It was noted that this fiber was high temperature steam sterilized. The procedure was completed with another fiber with no patient complications. Analysis of the returned device identified a fracture at the connector.